Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 159 mg/dl (compact plus gt) and 84 mg/dl (compact plus gp), no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus gp meter. Reference medwatch with pt ID (B)(6) for the compact plus gt meter.